Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a vertical blue line on the display was not confirmed. The returned system monitor, (B)(6), was evaluated. The unit was powered on and the data on the screen appeared to be readable; the reported event of a vertical blue line on the display was not reproduced. The missing feet were added. Using laboratory test equipment, the system was upgraded to the latest software version (7.32). The system monitor underwent a preventive maintenance test. The unit was cleaned, and old labels were removed. Performed all tests per procedure and the unit passed without any issues. The specific root cause of the reported event was unable to be determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU). The heartmate power module instructions for use (IFU), cautions the users to contact the ventricular assist device (vad) coordinator or hospital contact for assistance if the system monitor does not function properly or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a vertical blue line was observed on the system monitor display.